Event description:
It was reported that during total prostatectomy robot-assisted laparoscopic surgery, during sigmoid colon linearization, the power to the surgeon console (sc) suddenly went out with a loud popping noise. Tried turning the power off and on again, but no communication loss error occurred when turned it off, and even after turning it back on, the monitor lit up but did not proceed further. As a result, the procedure was converted to laparoscopy. The procedure time was extended by 30 minutes or more.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic ed an evaluation of the field service notes, associated device data and provided images and video for the reported surgeon console (sc). Review of the field service notes indicates diagnosis of a problem with the power supply system in the sc. The power unit was replaced to resolve the issue. Evaluation of the device data cannot confirm an issue with the loss of power. Review of the provided images notes that the first image shows the error messages "caution: partial alarm system failure. Alarm audio, arm/cart leds, and/or arm displays may have failed. Touch dismiss to resume use" and "caution: surgeon console communication lost. Check console data cable. If error persists, restart surgeon console" which was seen thrice. The second image shows a label with reference ID mrasc0001 and serial number (B)(6) which matches the reported information. Review of the video notes it is thirty-four seconds long. The video shows a surgeon console (sc) and at 00:05 seconds it displayed a blue color screen and at 00:27 seconds it went into power save mode and the screen was turned off. Evaluation of the surgeon console noted no abnormalities associated with the reported conditions of incorrect shutdown process and noisy system. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the surgeon console confirmed the reported condition of system failure resulted in permanent system shutdown, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a surgeon console power supply failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total prostatectomy robot-assisted laparoscopic surgery, during sigmoid colon linearization, the power to the surgeon console (sc) suddenly went out with a loud popping noise. Tried turning the power off and on again, but no communication loss error occurred when turned it off, and even after turning it back on, the monitor lit up but did not proceed further. As a result, the procedure was converted to laparoscopy. The procedure time was extended by 30 minutes or more.